Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed adhesive part of the objective lens peeling off could not be determined, however, the issue is likely the result of use stress, external factors, or handling. The event can be detected and or prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of entire endoscope¿ ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of anti-fog function malfunctioning was not confirmed. In addition to evaluation, the bending angle was insufficient due to the elongation of the angle wire. The angle lever did not operate smoothly due to the deformation of the curved tube. Watertightness was not maintained due to holes in the curved rubber. The curved rubber adhesive was missing. The operating part angle fixing part was loose. Scratches were found on the grip. Scratches were found on the operation part. There were scratches on the angle lever. Scratches were found on the right/left lever. Scratches were found on the up/down plate. Scratches were found on the right/left plate. Scratches were found on switch button 1. Scratches were found on the universal cord. Scratches were found on the video connector. Scratches were found on the light guide connector. Scratches were on the light guide cover glass surface. Scratches were found on the video connector case. There were scratches on the up/down angle fixing lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the endoeye flex deflectable videoscope anti-fog function malfunctioned. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the objective lens was peeled. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The subject device is used about 3 times per week. An inspection for use was performed. The device is cleaned according to the instructional manual.